Event description:
It was reported that during a da vinci si thymectomy procedure, while loading the hem-o-lok clip on the clip applier instrument outside the patient, the instrument's tip of one of the jaws broke off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.